Event description:
A discordant, falsely low advia centaur cp result for total human chorionic gonadotropin (thcg) was obtained on one patient sample. It is unknown if the result was reported to the physician. The same patient sample was repeated on the same instrument and higher thcg result was obtained. There are no known reports of adverse health consequences or patient intervention due to the discordant thcg result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument and data. After evaluation, the fse determined that the cause of the discordant, low thcg result is unknown. The fse performed a system check and proactively inspected the lumo, base pump dispense, fluidics dispense including acid, sample pump and syringe, reagent probe syringe, and replaced 6 month preventive maintenance parts. The customer re-ran samples and could not replicate the error. Qc was successfully run and the instrument is performing within specification. No further evaluation of the instrument is required.